Event description:
Femoral canal was prepared with a #1 accolade ii broach, while attempting to impact the real implant the surgeon noticed a large mismatch and the implant sat considerably proud of where the broach sat. Implant was removed and a #0 accolade ii stem was used successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem sitting proud involving a size 1 accolade ii 127 deg was reported. The event was confirmed. Visual inspection: the size 1 accolade ii 127 deg was returned. The taper was free from scratches. There were no zirblast, shotpeen, or buff marks on the machined surface of the taper. The drive hole was free of nicks, dents, dirt, and debris. The plasma coating and ha coated area was free from shading and stains as was the blast area on the distal portion of the stem. The polished neck was free from stains and marks. -device evaluation and results: a visual inspection noted nothing remarkable about the device. A dimensional inspection indicated that the device was dimensionally within specification. A photograph of the seating height of the broach and stem confirmed that the stem sat proud. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported broach, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Femoral canal was prepared with a #1 accolade ii broach, while attempting to impact the real implant the surgeon noticed a large mismatch and the implant sat considerably proud of where the broach sat. Implant was removed and a #0 accolade ii stem was used successfully.